Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what were the indications for surgery? What was the surgical procedure being performed? Was buttressing material used? Were clips used in the vicinity of firing? What troubleshooting steps were taken to open device? Was the force to close or fire higher than anticipated? What is the current patient status? Additional information received: the patient has alveolar microlithiasis disease so he/she has a thicker lung tissue.

Event description:
It was reported that during an unknown procedure, the device was locked on a tissue inside he patient. The surgeon tried everything but the device did not open. Then the surgeon decided to continue by open surgery. He used a cautery to release the device. Then used the second ec60a but the device was locked again. The surgeon used a green cartridge instead of black and when he saw the lung tissue, he realized the usage of ec60a was not suitable for the surgery. ¿patient has thicker lung tissue.¿ but he still wants to know why the devices were locked and did not open. The patient is going fine, there is no health consequences.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery?/ indication was the lung biopsy for lung disease. Just for wedge resection. What was the surgical procedure being performed?/ surgical procedure was completed via lateral thoracotomy by hand made wedge resection. (It had bees started via vats). Was buttressing material used?/ there was no buttressing material used in the procedure. Were clips used in the vicinity of firing?/ that was the first surgery of the patient. And there was no clips in the vicinity of firing line. What troubleshooting steps were taken to open device?/ first; the device locked the lung, but had trouble to shooting. Could not be fired. Then we could not to open device. We tried all maneuvers that we know. But be unsuccessful to open. Than we placed second device just under the first one. It locked and fired and cut. But again not opened.. The lung parenchyma was hard and solid. It was just hard and needed more power to close and locked the lung parenchyma. Was the force to close or fire higher than anticipated?/ operation was applied by manual resection. After thoracotomy we cut the parenchyma under level of both staple device. And sutured it manually. What is the current patient status? / recovery period was uneventful and the patient is well for now. The pathological diagnosis has not been done. Additionally, the parenchymal disease caused hard and solid lung. The major problem for the device is problems of opening.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one ec60a device (b) was returned with the anvil damaged the firing mechanism jammed and closure trigger broken. The device was received with an ecr60g reload present. The reload was received fully fired, with the cartridge body damaged. After further analysis, it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.